Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: implant date: not applicable to suspect device. Section d6b: explant date: not applicable to suspect device. Section e1: telephone number: (B)(6). Section e1: email address: unknown, as information was requested but not provided. Section h6: health effect - clinical code: 4581: striae: corneal striae / flap dislocation/ dislodged: corneal flap complications. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the patient was treated with the ifs femtosecond laser had to return to the clinic for flap lift, wash and rinse. The clinic reported the introduction of a new batch of patient interfaces (pi) which had docking differences. No further information was provided. Additional information has been reported without information as to what patient it relates to. Due to this, the below has been added to all relevant complaint files to ensure event captured completely. Striae flap displacement. This report is for the ifs femtosecond laser. A separate report is being submitted for the patient interface.